Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump expose to moisture on screen. Customer stated the insulin pump was not dropped. Customer stated there was not cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.